Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. Configuration of the reagent stations is consistent with, but not identical, to the MFR recommendation for standard processing. Clearite is used as a xylene substitute and flex 100 (a blend of methyl and isopropyl alcohols) is used as an ethanol substitute. A number of the reagent change thresholds differ from the MFR recommendation for standard processing. The differences identified were reviewed by a global technical support senior scientist. It was considered that the reagent change thresholds may be inappropriate for the reagents used. Specifically, increasing the reagent change thresholds of the dehydrant from the MFR recommended 51% to the customer defined value of 65%, and the current reagent thresholds for the cleaning reagents may result in ineffective cleaning of the retort leading to both degradation of processing reagents and mechanical issues. Reagent management settings are consistent with, but not identical, to the MFR recommendation. It was noted that wax cleaning is enabled on the <reagent management> screen. However, section 6.1.2 of the leica peloris user manual rev k 2011 states: "disable wax cleaning for protocols that use xylene or ipa substitutes. These clearers are not efficiently removed by the evaluation process." The root cause of the observed progressive deterioration in the quality of tissue processing and the specific instance of sub-optimal processing identified from the four (4) protocols run on (B)(4) 2011 reported in this complaint was determined to be related to the operational context arising from customisation of aspects of instrument configuration.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from labcorp san diego regarding sub-optimal tissue processing using peloris tissue processor serial number (B)(4). The complainant observed that the quality of tissue processing appears to deteriorate with the length of time that reagents have been on the instrument, particularly for smaller biopsies. When notifying leica microsystems of this complaint on (B)(6) 2011, the complainant advised that all tissue samples exhibiting sub-optimal processing were diagnosable.